Event description:
It was reported that the right ventricular lead exhibited less than 200 ohms impedance and long pauses. The patient experienced syncope, lead fracture and insulation anomaly were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Oversensing.